Event description:
It was reported that the device loses the settings and the date, so there is no alarm sound when switched on. There was unknown patient involvement. Analysis of the device identified error code 41860.

Manufacturer narrative:
H3: one device was received for evaluation. The device has not been serviced in the past 12 months. Functional checks were and visual inspections were performed. The customer problem was confirmed as the investigation found the device alarming and pump showed last error code (lec) 41860 (clock alarm-mainboard). The mainboard and piezos will be replaced to correct this issue.